Event description:
A nurse reported that during vitreo-retinal surgery, the system was unable to maintain pressure during the fluid/air exchange (fax). The surgeon adjusted the pressure to 50 mmhg (millimeters of mercury) and completed the surgery. There was no impact to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system¿s event log was downloaded for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).